Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility and was unable to reproduce the reported complaint. The fse reviewed the logs and found a communication error on vision side cart (vsc) to patient side cart (psc) connection. The issue was resolved after the procedure was converted and all subsystems had been shut down and fiber connections were verified. It was determined that the issue seemed to have been caused due to a loose fiber connection. No parts were replaced, therefore, nothing will be returned to isi for failure analysis. If additional information is received, a follow up MDR will be submitted. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted mitral valve repair procedure, the system stopped working. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found an error pointing to a fiber loss on the system. The customer confirmed the led fiber status on both the patient side cart (psc) and vision side cart (vsc) were red. The tse instructed the customer to power off the system, reset the circuit breaker, and to power the system back on. The customer confirmed all fiber leds were blue but the system was now getting a "self test in progress" message that would not clear and the customer was unable to select anatomy at the psc touchpad. After extensive troubleshooting attempts with the tse the issue persisted. At that time, the surgeon was made the decision to convert and complete the procedure as a traditional open surgical procedure. There was no report of patient harm, adverse outcome or injury.